Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the most distal contact of the lead unraveled, causing high impedances and a loss of therapy. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - fi--conductor fractures in all leads, extensions, and adapters (all therapies). The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the allegation that the most distal contact of the lead unraveled, causing high impedances and a loss of therapy. Concomitant medical products: product ID: 3387s-40, lot# v328368, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# va1bgd0, implanted: (B)(6) 2017, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had a loss of therapy on their left side as of an unknown date. It was stated that the neurologist interrogated the device and found high impedances on the left side, so the patient was referred to the neurosurgeon. As a result, the lead was replaced on date notified and the impedances returned to normal, resolving the issue. Once the lead was unhooked from the extension it was confirmed that it was damaged, with the most distal contact having unraveled from the rest of the lead. No environmental or emi issues were alleged, and no further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-05476.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.